Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
The pt was implanted with an ams monarc sling on (B)(6) 2006 to treat the pt's stress urinary incontinence and "other injuries". It was reported that the pt has "experienced significant mental and physical pain and suffering, has sustained permanent injury, has undergone medical treatment and corrective surgery and hospitalization...and other damages."